Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process. The customer successfully reset the pump, and the malfunction code did not recur, allowing them to continue using the pump. Technical support advised the customer to call back if the malfunction code recurs.